Event description:
Pacemaker interrogated by medtronic ipad remote monitor. The computer file with the information did not transmit to their carelink website so could not be accessed. This caused a deficiency in being able to assess the device. FDA safety report ID# (B)(4).